Manufacturer narrative:
Batch review performed on 11 may 2026: ball heads: mectacer 01.29.206 mectacer head biolox delta dia.32 12/14-l (k112115) lot: 2507029: 98 items manufactured and released on 04-04-2025. Expiration date: 2030-03-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Liner: mpact 01.32.3241hcat hooded pe hc liner d 32/d (k103721) lot: 2521291: (B)(4) items manufactured and released on 02-oct-2025. Expiration date: 2030-sep-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had hip infection and the pathogen is unknown. At about 1 month and a half post primary the surgeon performed a washout and revised the 32mm biolox head l to a 32mm biolox head xl, and revised the hc liner d 32/d to a same size liner. The surgery was completed successfully.